Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test on her onetouch ping meter because it was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported 4-5 months prior to contacting lfs, the alleged issue first occurred. The patient reported using apidra insulin, 1 unit per 15 carbohydrates eaten. The patient reported on the day of the alleged issue she made no changes to her usual diet, activity level or medications. The patient reported immediately after trying to testing she felt "thirsty, sleepy, dry mouth, and dizzy." The patient reported on the day of the alleged issue she self treated with insulin. At the time of troubleshooting, the cca was able to determine that the subject meter's battery did not need to be replaced per battery usage life recommendations. The cca confirmed there was no misuse of the meter, and this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported he was unable to test due to the alleged issue, developed symptoms suggestive of hyperglycemia and required self treatment.